Event description:
A 3.5mm diameter by 30mm length s670 stent delivery stystem was inserted in an attempt to direct stent to a lesion in the obtuse marginal coronary artery. It was not possible for the stent to cross the target lesion. Upon removal of the stent delivery system, the stent dislodged from the delivery balloon when pulled into the guide catheter before the catheter was straightened at the femoral sheath. The stent migrated to the iliac artery, but they were unable to retrieve it. The stent remains within the patient's arterial vasculature. The target lesion was subsequently pre-dilated with an angioplasty balloon and the implant of another manufacturer's stent. The patient was fine post procedure and there was no additional clinical sequelae reported related to the event. The target lesion not being pre-dilated likely contributed to the stent not crossing the target lesion. The instructions for removal of an undeployed stent were not followed. The stent was pulled into the guide wire catheter before the catheter was straightened at the femoral sheath likely causing the stent dislodgement.